Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation

Event description:
The customer stated that this unit is alarming "low ve, circuit occlusion and transducer fault." The transducers were calibrated and the exhalation pressure calibration failed. There was no patient involvement at the time of the incident.